Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that at unpacking before a stenting treatment procedure, a hypotube fracture occurred. The lesion to treat was located in the mid segment of the left anterior descending artery (lad). The taxus element 12 mm x 2,75mm was selected to treat the target lesion; however, during unpacking the shaft fractured. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that at unpacking before a stenting treatment procedure, a hypotube fracture occurred. The lesion to treat was located in the mid segment of the left anterior descending artery (lad). The taxus element 12 mm x 2.75 mm was selected to treat the target lesion; however, during unpacking, the shaft fractured. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Updated: device avail. For eval., returned to MFR. On, device returned to MFR. Device evaluated by MFR: a visual and microscopic examination found that the hypotube had broken approximately 210mm distal to the catheter's strain relief. Several kinks were identified along the hypotube. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).